Event description:
The hosp informed datex-ohmeda service personnel about the issue during routine service visit at the end of march. The pt went into cardiac arrest during a case and subsequently died. According to the clinician and the biomedical tech the monitor didn't alarm at all during the actual event. Heart rate source was set to auto. The monitor automatically switched to measure heart rate from pulse oximeter. The monitor did not detect asystole when pt had the episode, but it did recognize that there was no pulse. The customer only got yellow medium priority alarm from pulse oximeter. It was noted, however, that customer did get "no leads" warning, but no audible alarm. In addition datex-ohmeda has been informed that the customer has pulled 2 lead wires (brown and green) out of 5-lead cable. The monitor was set to measure from 5-lead cable. The customer was not aware that they should go into the system and manually reconfigure the monitor to 3-leads. The customer is still using the monitor.